Manufacturer narrative:
Isi has requested the medium-large clip applier instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument log for the medium-large clip applier instrument (part number 478053-04/ lot number k10220418 0025) associated with this event has been performed. Per this review of the logs, the medium-large clip applier instrument was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). There were 69 uses remaining after this last usage. This complaint is being reportable malfunction and adverse event to the following conclusion: it was alleged that the medium-large clip applier instrument clips fell into the patient. The fragments were retrieved during the same procedure. At this time, it is unknown what caused the falling to occur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument clips fell into the patient. The clips were retrieved during the same procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected all the instruments prior to use. The medium-large clip applier instrument became too bent during use and the clips fell into the patient. The clips were retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure was required and no post-operative tests like an x-ray or ultrasound were performed. The vessel was less than 10 mm in diameter. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws and did not notice any issues with the functionality of the instrument. It was unknown what caused the clip falling issue. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. There was no patient injury and the patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There was no damage noticed on the instruments.

Manufacturer narrative:
Additional information can be found in the following fields: d9 and h3 . Failure analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "as the robot arm enters, the hemolok continues to fall out". Upon visual and microscopic inspection, no damage was found to the wrist assembly. No misalignment of grips was observed. Housing was also removed, and no damage was observed at the backend. Ligation clip was successfully installed on the instrument. The instrument was placed and driven on a in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively. The grips clip test was performed and passed on two consecutive attempts. The ligation clip never fell off during testing prior to being fired. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.